Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, oversensing resulting in pacing inhibition was observed on the right ventricular (rv) lead. Technical support was contacted, and programming recommendations were provided. The rv lead is currently being monitored, and the patient was stable with no adverse consequences.

Event description:
New information received indicates the right ventricular (rv) lead was capped and replaced to resolve this event.